Event description:
Intuvie received a report indicating that an infusion pump failed to alert the provider of a downstream occlusion. As a result, the pump falsely registered that the infusion was being delivered, although the fluid volume in the bag remained unchanged. Additionally, the patient experienced backflow during the event. It was reported there was no patient harm.

Manufacturer narrative:
Intuvie received a report from right way medical indicating that an infusion pump failed to alert the provider of a downstream occlusion. As a result, the pump falsely indicated that the infusion was being delivered, although the fluid volume in the bag remained unchanged. The patient also experienced backflow during the event. A review of the device's serial number history revealed no similar complaints. The device was returned to right way medical and investigated. There we no issues found. The reported failure mode was not confirmed, and the root cause could not be determined. The occlusion alarm failure was identified and corrected during servicing performed by a third-party service provider. Reference to complaint (B)(4).